Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 0 and 1 keys of the keypad inoperable, which was reproduced during evaluation as the keypad was found to not function as intended. The cause was determined to be a failing processor. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 0 and 1 keys of a spectrum pump were not working. The event happened during routine testing in the biomed department. There was no patient involvement. No additional information is available.